Event description:
On (B)(6) 2010, pt reported her infusion device displayed an a8 (bolus cancelled) after attempting a bolus of 2.5 units of insulin. Pt stated she changed her infusion set and delivered a bolus of 2.5 units of insulin successfully. Pt reported she attempted to deliver another bolus of 2.5 units of insulin, but the bolus cancelled. Verified from the alarm history that an e4 (occlusion) error displayed on the infusion device before the bolus cancelled alert. Had pt disconnect the infusion tubing from the infusion site and prime the tubing; was successful. Had pt remove the infusion set from her skin and attach a new infusion set. Had pt connect the infusion set to the infusion tubing and place the infusion device into run mode. Pt attempted to deliver a bolus of 2.0 units of insulin; e4 (occlusion) error occurred. Pt stated she believed the occlusion was caused by the connection between the infusion tubing and the infusion set. Pt reported the connection did snap into place but did not seem secure. Had pt confirm and clear the e4 and a8 alerts. Had pt disconnect the infusion tubing from the infusion set and remove the insulin cartridge from the infusion device. Had pt change the tubing, insert the insulin cartridge into the infusion device and prime; was successful. Had pt connect the tubing to the infusion set and place the infusion device into run mode. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.